Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism.

Event description:
It was reported that after a pacing lead was implanted in the right atrium and repositioned capture was not possible. The lead was removed, replaced and returned. No patient complications were reported due to this event.